Event description:
It has been reported to philips that the monitor only displays a black image during the examination. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. This issue occurred during planned treatment/non-emergency treatment, which completed as planned. The philips field service engineer (fse) inspected the system on-site and confirmed that there is a malfunction in the monitor which display's black image during the examination. The issue occurred only once with the live monitor. Fse restarted the system and it resolved the issue. After that the system was returned to use in good working order.the codes were updated based on the investigation outcome.